Event description:
A pharmacist reported a piece of the distal end of the vitrectome broke off at the end of a vitrectomy procedure. Risk of foreign body in patient's eye. The procedure was completed without product replacement. There was no report of patient harm. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received from company representative who indicated the piece was not found at post-op visit. The physician was not sure if the piece was ever in the eye, as the precise time of breakage was not known. There was no patient harm.

Manufacturer narrative:
One opened probe was received, without tip protector and tubing, in a plastic bag. The sample was visually inspected and found to be nonconforming with the probe needle completely broken off at the stiffener sleeve. The degree of wear could not be determined due to the broken probe needle. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms the probe needle was broken. The exact root cause of the broken probe needle cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site including use during surgery. The complaint evaluation was unable to confirm the report particle lost in patient's eye. The broken probe needle was not returned; therefore, no visual inspection could be performed. The report of particle lost in patient's eye was unable to confirm and an exact root cause for the broken probe needle could not be determined from this evaluation; therefore, no specific action with regard to this complaint was taken by the manufacturing site. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown; therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).